Event description:
Customer contacted breg to report the sole coming apart from the shoe on a post -op shoe, mens large, p/n 11194 after being worn for 3 days. Product received and evaluated was a post-op shoe, mens medium, p/n 11193. No injury was reported.

Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delamination from post-op shoes. The evaluations confirmed this as an adhesive failure although the root cause for the failure has not been determined. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and identify appropriate corrective action. This investigation is being documented in supplier corrective action (B)(4).